Event description:
It was reported that the mj articulink failed and separated in the lung of a pt. The procedure was converted to an endoscopic surgery. The procedure was completed successfully. No pt injury or adverse outcome occurred.